Manufacturer narrative:
.

Event description:
The complainant reported the feeding pump underdelivered. A bottle of feeding was hung in the morning (6:00am). By noon (12:00pm) only 100ml had infused, however, the pump was set to deliver 65ml/hour.